Event description:
During shoulder arthroscopy the pt experienced 'over-inflation' in the shoulder. Biomed asked what could cause this to occur and was told that this could if air gets in the line and was faxed troubleshooting tips by smith & nephew tech support. The doctor for this case is still learning this type of procedure and has had some problems using the pumps. It was confirmed that the pt was released with no ill effects of over-flation. Hosp has four pumps and four doctors that use them, three of which are seasoned and have had no problems.